Event description:
During a ptca / atherotomy treatment procedure involving a calcified and 99% stenotic lesion in the proximal portion of the rca, the quantum maverick monorail balloon lost pressure at 20 atm's on the initial inflation. The patient was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and replaced with a cutting balloon (10/3.0) and a dangan (15/2.75) balloon catheter to successfully complete the procedure. A medikit introducer sheath (size unknown), a renato guidewire (size unknown), a 6f zuma2 jl4 guide catheter and an acs 20/30 inflation device were also used in this case. Patient status is reported as "good".